Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. Corrected field: h6. The device was returned to olympus for inspection and the reported flickering image failure was confirmed. Based on the results of the investigation, it is presumed the likely cause of the reported image failure is traced to expected or random component failure without any design or manufacturing issue, i.e. Mechanical stress. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the image of the colonovideoscope had a flickering image screen. This issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.